Event description:
It was reported that the rv lead was capped due to oversensing of noise and a patient alert triggered for rv pace/sense impedance out of range. It is of note that there were two aborted vf episodes detected due to noise. An apparent lead fracture was suspected. No patient complications were reported as a result of this event.